Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration was acceptable. Qc with lot 598376 was mostly in range with some outliers. Qc with lot 595441 was within specification. The last preventative maintenance was performed on 29-nov-2023. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffé gen.2 results for 1 patient sample on a cobas c 111 analyzer. The initial result was 3.90 mg/dl. The repeated result was 0.8 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
A general reagent issue was excluded. The sample clotting time was 25 minutes. For most tube manufacturers, the recommended clotting time is a minimum of 30 minutes. It was noted that there was no evidence of the photometer being replaced. It is recommended the photometer lamp be replaced every 6 months. The investigation found the issue was due to pre-analytical handling issues. The investigation did not identify a product problem.